Event description:
A customer contacted beckman coulter, inc. (Bec) to report a burning smell emitting from the access 2 immunoassay analyzer. There were no reports of flames, fire, or injury. There was no indication that the fire department was dispatched. The customer stated that no samples were processed at the time of the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found that one of the device driver printed circuit boards had failed. The fse replaced the board and exercised the pipettor multiple times to ensure proper operation. The fse performed a routine system check and assay qc. No issues were noted. Bec identifier for this report is (B)(4).